Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was found to have the pull ring cap not attached. The pull ring cap was found loose in the un-opened pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified the loose pull ring cap inside the unopened pouch. Functional testing performed included leak testing, clear passage test, and clamp function testing. All functional testing passed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.